Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. The patient stated that previously reported skin reactions associated with the sensor from adhesive on (B)(6) 2021 had become scarred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient developed itchiness, burning, a rash, redness, inflammation, pimples, blisters, dry skin, and a scar under the sensor patch. He has experienced multiple skin reactions in the past months with reactions taking months to heal and leaving a rough, dry discolored wound in the shape of the sensor patch. A healthcare personnel (hcp) was consulted who prescribed a topical steroid and over the counter oral benadryl. The patient has started using tegaderm barriers which have decreased the itchiness and reactions. Although requested during the follow up contact, the patient was unable to provide the number of scars, stating, ¿the reactions are all running into each other¿ as sensors have been inserted over sites of previous reactions. There was no documentation of medical intervention. Two photos of different reactions were provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.